Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was ">3.0ng/ml". Repeat testing on the original sample and a new sample produced results in the normal reference range (0.03ng/ml). The results were reported out of the lab. The patient was held for observation only. No reports of death, injury, or change to patient treatment were reported in connection with this event. A customer obtained an erroneously elevated troponin (accu tni) result for one patient.

Manufacturer narrative:
The specimens are lithium heparin collected without a gel barrier and centrifuged at 3,300 rpm for 10 minutes. Qc low level has been out of range low. Qc high level has been within the customer's established ranges. A system check performed on (B)(4) 2010 met specifications. No flags or errors were posted to the event log in association with the erroneous result. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which met specifications. No hardware issues were noted. The fse discussed sample handling issues with the customer. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.